Manufacturer narrative:
This report is filed january 20, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to recurring middle ear infections.reimplantation is planned but has not taken place at the time of this report (B)(6), 2014.

Manufacturer narrative:
(B)(4)